Manufacturer narrative:
Evaluation summary: the device malformed clips due to the condition of the jaws. The clips were being fed beyond the jaws designed stop area upon firing. It could not be determined how this damage occurred. No incident related to the reported event could be found during functional analysis.

Event description:
Prior to a cholecystectomy, the clip dropped off from the jaw before 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient.